Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of symptoms requiring treatment is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported after injection to unspecified site with a juvederm product patient developed "symptoms requiring treatment." Patient is "responding well."